Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the insulin pump was not delivering insulin. Customer had severe dehydration, nausea and vomiting. The customer's blood glucose reading at the time of the event was 424 mg/dl. Customer has switched over to quick-sets and experiencing high blood glucose and no delivery alarms. Diagnosed hyperglycemia. The current blood glucose reading is 111 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.